Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for a pairing issue could not be confirmed. However, a transmitter failure was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a transmitter failure this is now being reported. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it failed, resulting in a zero volt discharge. Share data logs were reviewed, finding nothing related to the customers complaint. The complaint of a pairing failure could not be confirmed. The root cause could not be determined, post investigation.